Manufacturer narrative:
One used syringe without the cannula and three unopened cartons were received by manufacturing. No foreign material was detected in the three unopened units. Since the reported complaint syringe was empty, no foreign material could be detected. No remarks were noted upon review of the batch records. All syringes were visually inspected for foreign material by qualified operators. Items with particles or fibers were rejected. No remarks related to this complaint were reported in the batch record blistering. No similar complaints have been received for this lot. The blisters were 100% visually inspected after the blistering. Also a dvd was received and has been viewed. No real deviations could be identified. Note: we are not specialized and trained to analyze the surgical procedure. Root cause: inconclusive, unable to verify with the investigation. (B)(4).

Event description:
A doctor that foreign material was noted inside of the viscoelastic solution during injection which was removed by forceps during the procedure. Patient impact information is unknown. Additional information has been requested. Additional information was received confirming that there was no impact to the patient.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).